Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the full load sequence and forgot to click on "resume insulin". Customer stated the pump did not alarm that insulin was not being delivered. The customer experienced a blood glucose (bg) level of 347 mg/dl and small to moderate ketones. Insulin deliveries were resumed and a correction bolus was delivered to address the bg level and ketones. During a follow up, tandem technical support educated the customer in regards to the cause of the issue experienced.